Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarm occurred while the pump was charging. Additionally, it was reported that the pump touch screen was delayed in responding to interaction. Customer continued to use pump for insulin therapy and also confirmed that manual injections are available. Customer¿s blood glucose was 155 mg/dl.